Event description:
It was reported that controller (B)(6), was unable to engage emergency backup battery (ebb). White connection ribbon was not able to be engaged completely. New ebb was used without any issues. The ebb was new out of box. There was no documentation indicating alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) being unable to properly engage with its backup battery could not be confirmed. The controller and backup battery were not returned for analysis. No log files were submitted for review, but available information indicated that there were no abnormal alarms. It was also communicated that another backup battery was tried without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) ) and the controller was found to pass all manufacturing and quality assurance specifications. It was noted that this controller was shipped with backup battery serial number: (B)(6). This battery passed initial inspection testing. The heartmate 3 instructions for use (IFU) (rev c - section 5 ¿surgical procedures¿) describes how to correctly install the backup battery in the system controller. The user is instructed to align the arrow on the cable with the arrow on the battery. The heartmate 3 instructions for use (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The patient handbook (rev. D) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.